Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump passed the dat test. Unit was received with cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 480 mg/dl. The customer¿s current blood glucose level was 80 mg/dl. The customer was taken to hospital because he was not getting insulin whole night. The customer experienced symptoms such as nausea, weak, tired and thirsty. The customer was treated with injections and food. It was reported that the customer was on fluids, insulin drip and they took the insulin pump off until the blood glucose level went down. The customer reported that the drive support cap was flushed and not indented. The customer was wearing the insulin pump during the hospitalization. The customer had blood glucose level 400 mg/dl which was treated with insulin given by syringe and when the customer got up in the morning the blood glucose level was 154 mg/dl. The insulin pump will be returned for analysis.